Event description:
On 02/17/2020 rti surgical inc and tutogen medical gmbh (tmi), a wholly sudsidiary of rti surgical, received a complaint as part of fortiva appear trial. The reported complaint indicated that the patient underwent a single stage reconstruction of the right breast on (B)(6) 2020. A fortiva graft was implanted in an epipectoral procedure. A silicone gel implant was also placed. On (B)(6) 2020 the patient developed a hematoma and was returned to surgery to evacuate the hematoma. On 12/01/2022 additional information provided subject ID (B)(6). Date of event onset (B)(6) 2020. Patient attended clinic on (B)(6) 2020 and was seen by the breast care nurse. Patient reported experiencing shooting pain in right breast for approximately 1 week. Patient has been taking paracetamol to manage the pain.

Manufacturer narrative:
Based on the information provided, the graft remains implanted. There were no departures noted during records review that would negatively impact the manufacturing of xenografts from the lot. There are no related complaints for the lot. The case is assessed as not related since batch documentation analysis did not reveal any indications of non-sterility. A confounding factor may be found in the patient's activity level, which has not been reported. To date, rti investigation is without indication that the allografts contributed to communicable disease transmission.